Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05244 for a description of the other device. This report is for the injection gold probe device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an injection gold probe were used during a hemostasis procedure performed in the stomach on (B)(6) 2010. According to the complainant, the injection gold probe was getting too hot. The endostat iii generator setting was 15, and it was turned down to 10 when the doctor thought the probe was too hot. No errors were noted with the generator; monopolar tests were within tolerance. They did not use an adaptor cord. The procedure was completed without incident with this endostat iii electrosurgical unit. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one ce intermate sv200 device had ruptured during filling. The device was filled with antibiotherapy. There is no patient involvement. No additional information is available. This is report 4 of 9 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Per the customer, the device is not available for evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted.